Event description:
Patient who had surgery in 1997 for a melanoma which involved a radical resection of lymph nodes on the right groin, developed a wound infection post-op. Home care nurse called to report a suspected allergic reaction to aquacel ribbon. Wound was previously managed with kaltostat rope up until 2 months. During the same time wound, was dressed with aquacel ribbon and by that evening patient stated they had "flu like" symptoms. The next day patient experienced diarrhea and bright, blotchy red rash on upper back, chest, neck and face. Their hands were red and hot and welts were on their face. Nurse discontinued the use of aquacel on the 2nd day and went back to using kaltostat wound dressing. On the following day, the patient and the nurse felt that the rash was less obvious. Physician prescribed a cortisone lotion and reactine. Patient's rash and welts disappeared after approximately one week.